Event description:
It was reported that the device connected the bone power handpiece according to the operating procedures. When the surgeon was grinding the patient's bone tissue on the operating table, the drill bit suddenly broke and could no longer be used. Immediately replaced the drill bit with a new one and continued the surgery. It was also reported that the surgery was prolonged. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.

Manufacturer narrative:
H3: no conclusion can be drawn, as the device was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.